Event description:
It was reported the lead was explanted due to cardiac perforation. The patient was doing well after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.